Event description:
It was reported that (1) device was used during a mammotone. It was reported by the rep that the c1535 tip was deployed and the entire metal piece at the end of the stylet came off and was left inside the pt's breast. The surgeon sent the pt home and will determine wheter or not to remove based on biopsy results.